Event description:
Reporter indicated via a manufacturer implant card that a pt had vns lead revision surgery due to a lead discontinuity. The pt had previously had a generator revision surgery on (B) (6) 2009 but the lead was not replaced at the time as vns diagnostics were normal with the resident lead and new generator. Prior to the (B) (6) 2009 generator replacement surgery, the pt had high lead impedance. This event was reported previously via MDR #1644487-2009-01269. The explanted lead has been requested for return.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.